Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when pulling the peg tube, the loop at the end of the peg tube broke. The procedure was completed with this device. There were no patient complications reported as a result of this event. The condition patient's was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): problem code 2907 captures the reportable event of peg tube detached. Block h10: visual examination of the returned device revealed the feeding tube did not present any visual damages or abnormalities. However, the pull wire was found broken. The complaint device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. The failure found is an issue that could be generated due to manipulation of the device during the procedure. The operational factors, such as user technique/handling or force applied in this section during procedure, contributed to the observed pull wire broken. Therefore, based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as adverse event related to procedure, since it is most likely that due to procedural factors encountered during the procedure that the performance of the device was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed, and from the information the information available this device was used per the directions for use (dfu) product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when pulling the peg tube, the loop at the end of the peg tube broke. The procedure was completed with this device. There were no patient complications reported as a result of this event. The condition patient's was reported to be stable.